Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient advocate of an unspecified patient reported that the patient's right ventricular (rv) lead had fractured. As a result, the device delivered inappropriate shocks, the device system was reprogrammed off. Details surrounding the explant procedure were unknown. No additional information was available.